Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two unspecified mentor gel smooth implants, suffered several unexplained systemic symptoms, including extreme left breast pain, issues with managing blood pressure due to allergic reactions to medications, break outs in hives and upset stomach from medications, escalating depression, painful joints, and headaches. The patient's psoriasis on scalp has moved down into ears and neck. Mammogram and ultrasound also found possible fibrous breast tissues on the left. Lastly, her primary doctor thinks she may have breast implant illness. All testing was reported negative. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.